Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/03/2017 as follows: the patient allegedly received the device implant via the right common femoral vein on (B)(6) 2006 as prophylaxis for pe due to dvt. The patient is alleging device is unable to be retrieved, occlusion, stomach pain, bleeding, and anxiety.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿tulip, unable to retrieve, occlusion, stomach pain, bleeding, anxiety, dvt." Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported stomach pain, bleeding, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(6) 2018, venogram (ivc filter removal) reports, "successful removal of ivc filter. No evidence of abnormality other than chronic wall irregularities from chronic clot with regards the ivc wall following completion venogram."

Manufacturer narrative:
Corrected data: adverse event and product problem to product problem. B)(4). 510 (k) k043509. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information was received on 03feb2017 as follows: the patient allegedly received the device implant via the right common femoral vein on (B)(6) 2006 due to deep vein thrombosis. The patient is alleging device is unable to be retrieved, occlusion, stomach pain, bleeding, and anxiety. Patient further alleges post-implant deep vein thrombosis.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: "device is unable to be retrieved, occlusion, stomach pain, bleeding and anxiety". Cook will reopen its investigation if further information is received. Unknown if the reported pain, constipation, anxiety, partial bowel blockages, ileus, nausea and dehydration is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging, or venography; this may be symptomatic or asymptomatic. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2006 at (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.